Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) hospital. (B)(6), md; (B)(6), md. Operative report. [First part of report missing]. Bowel adhesion and repair of midline hernia, roughly 10 cm, with dual mesh. Assistant: resident. Anesthesia: general endotracheal. Complications: none. Antibiotics: ancef. Description of procedure: ¿the patient has known lymphoma who has been undergoing chemotherapy, has had a previous laparotomy, has developed a large hernia in the area of the umbilicus, as well as other multiple small hernias in the midline incision that was performed to make the diagnosis of lymphoma some months past. The patient was taken to the operating room and general endotracheal anesthesia was administered without complication. The abdomen was prepped and draped in routine fashion. An incision from xiphoid down to below the umbilicus, taken down through the skin and subcutaneous tissue and using careful dissection, we were able to get into the peritoneal cavity. Several loops of small bowel were densely adherent to the fascia, as well as the hernia, and these were taken down without problems. Once we had freed up the small bowel and had a good fascial edge, a dual mesh was inserted in the subfascial area and sutured in place with 0 mersilene. This was done in a running, as well as an interrupted fashion. The fascia anterior to this was then closed with a running 0 mersilene and then the soft tissue closed with 2-0 vicryl and the skin with a skin stapler. The patient tolerated the procedure well with no operative complications. Estimated blood loss: minimal.¿. (B)(6) 2011: (B)(6) hospital. (B)(6). Brief operative notes. Preoperative diagnosis: incisional abdominal hernia. Postoperative diagnosis: incisional abdominal hernia. Procedure: hernia ventral repair-exploratory laparotomy/lysis of adhesions/repair incisional abdominal hernia. Surgeon: (B)(6), md. Assistant: resident. Anesthesia: general. Estimated blood loss: none. Specimens: ID: hernia sac. Type: fresh. Source: abdomen. Collected by: (B)(6). Destination: pathology. Findings: see full operative note. Complications: none. (B)(6) 2011: (B)(6) hospital. Implant record. Mesh hern dl ovl 1mmx10x15cm-sn/a. W.l. Gore & associates inc. Lot no: 7801794. The records confirm a gore® ni (ni/7801794) was implanted during the procedure. (B)(6) 2011: st. Mary¿s hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent right upper quadrant abdominal hernia. Postoperative diagnosis: recurrent right upper quadrant abdominal hernia. Operative procedure: repair, right upper quadrant abdominal hernia, with a dual mesh. Assistant: resident. Anesthesia: general endotracheal. Antibiotics: ancef. Complications: none. Indication for procedure: the patient is a 45-year-old who approximately 3 to 4 years ago was found to have hodgkin lymphoma, and was treated appropriately. She then developed abdominal pain, and the only abnormality that they could find was some abnormal intra-mesenteric lymph nodes which required an exploratory laparotomy and a biopsy of these lymph nodes which did reveal now non-hodgkin lymphoma. She has been undergoing chemotherapy by dr. Joe evers and is doing well but has developed a hernia in the right upper quadrant lateral to the previous incision. The patient is quite symptomatic. She also felt some discomfort in the left lower quadrant. Description of procedure: ¿the patient was placed in the dorsal supine position. General endotracheal anesthesia was administered without complication. An 8-inch incision removing the previous keloid down through the midline was taken down through the skin and subcutaneous tissue down to the fascia. We then dissected the fascia laterally on the right side, coming over to approximately a 3 x 3 inch hernia that was not incarcerated. The retroperitoneal fat was present and this was placed in the retroperitoneal area. A dualmesh mesh was placed in the subfascial area and sutured with 0 mersilene in running fashion. Once this has been performed, we then closed the fascia anteriorly with 0 mersilene. Then 0.5% marcaine with epinephrine was instilled into the soft tissue, and the soft tissues were closed with 2-0 plain and skin with skin staples. The patient tolerated the procedure well with no operative complications. She will need to be admitted to the hospital to the hospital because of postoperative pain from the extensiveness of the surgery.¿ estimated blood loss: minimal. Specimen: reviewed on (B)(6) 2011. (B)(6) 2011:(B)(6) hospital. Implant record. Mesh hern dl ovl 1mmx10x15. W.l. Gore & associates. Lot no: 9170675. The records confirm a gore® ni (ni/9170675) was implanted during the procedure. (B)(6) 2012: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnoses: recurrent upper abdominal wall hernia. Lymphoma. Postoperative diagnoses: incarcerated left upper quadrant abdominal hernia with small bowel. Lymphoma. Operative procedure: exploratory laparotomy. Lysis of small-bowel adhesions. Repair of upper abdominal wall hernia with one dual mesh in the subfascial area and another marlex mesh, anterior fascial area, with primary closure. Insertion of a port-a-cath through the left subclavian for postoperative chemotherapy. Surgeon: dr. Peter w. Brown. Description of procedure: ¿a 45-year-old female patient who approximately 2 to 3 years ago had hodgkin¿s lymphoma that was treated by medical oncology with good result. She then developed a second primary of carcinoma, which is a lymphoma of the abdomen, and has been undergoing chemotherapy. She has had to have a laparoscopy to establish the diagnosis of lymphoma and has developed upper abdominal hernia that has been repaired and recurred. After long discussion, it was felt that she had a significant risk of recurrence because of the poor healing because of her lymphoma as well as the continued chemotherapy. The patient has a situation, she says, that is incompatible with life. She has had it with a grapefruit-sized hernia in the left upper of the abdomen. They also wish to have a port-a-cath inserted for postoperative chemotherapy. The patient was placed in the dorsal supine position, and general endotracheal anesthesia was administered without complications. The abdomen and the subclavian area on the left were prepped in the routine fashion. An old midline incision was taken down through the skin and subcutaneous tissue, excising the old scar. The hernia was to left upper quadrant, and we dissected the soft tissue away from the midline hernia and going down found several loops of incarcerated small bowel. This was dissected free of the surrounding hernia as well as the peritoneal sac; and, once the small bowel had been placed in its anatomical position, we freed up the fascia in the subfascial area, inserted a dual mesh and sutured it in place with interrupted 0 mersilene. Because of her poor tissues, we then took a marlex mesh and anterior to the fascia sutured this to the fascia with interrupted and running 3-0 mersilene. The soft tissues were closed with dead space with 0 vicryl, the soft tissue with 2-0 chromic, and the skin with a skin stapler. We then turned our attention to the port. The left subclavian vein was easily cannulated, and a guidewire was passed under proximal fluoroscopic control; and a catheter was inserted down to the superior vena cava. A port was then placed in the pocket, and the catheter was tunneled down to the port, and the port pocket was closed with 2-0 chromic and monocryl. This was done under x-ray vision. The patient tolerated the procedure well. We will get a chest x-ray in the recovery room for port placement.¿ (B)(6) 2012: (B)(6) hospital. Implant record. Mesh hern dl ovl 1mmx10x15cm. W.l. Gore & associates. Lot no: 9650936. Mesh hern sft bard 6x6in. The records confirm a gore® ni (ni/9650936) was implanted during the procedure. (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative report. Surgeon: (B)(6), md. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia. Procedures performed: repair of ventral incisional hernia with ventralex mesh underlay. Anesthesia: general supplemented with 0.5% marcaine with epinephrine. Estimated blood loss: minimal. Specimen removed: hernia sac. Complications: none. Drains: none. Condition: good to the pacu. Findings: a 5-cm defect in the superior aspect of previous hernia repair in the midline incision. Description of procedure: ¿with the patient supine and suitably anesthetized, the abdomen was prepared with chloraprep and draped as a field. The upper midline incision was reopened and the hernia sac was encountered and dissected circumferentially. The sac was entered and adherent small bowel and the preperitoneal fat was dissected free and the hernia sac was amputated. The subfascial plane was developed circumferentially for a distance of 3 cm in all directions. An 8-mm exudate or 8 cm in diameter ventralex mesh was then placed underneath and secured to north, south, east, and west with 0 ethibond sutures. Subcutaneous tissues were reapproximated with 2-0 vicryl and the skin was closed with subcuticular monocryl, followed by dermabond. At the termination procedure, all counts were correct. The patient tolerated this well and was brought to the pacu in satisfactory condition.¿ (B)(6) 2014: (B)(6) hospital. Implant record. Mesh ventralex st lg. Bard davol. (B)(6) 2014: (B)(6) hospital. (B)(6), md. Pathology report. Accession: s14-11321. Clinical history: recurrent ventral incisional hernia. Final pathologic diagnosis: ventral hernia sac tissue, removal. Benign fibroadipose tissue, consistent with hernia sac. Gross description: specimen #1 (ad 11 321), received in formalin labeled with the patient¿s name and ventral hernia sac, consists of a 4.5 x 2.5 x 1.0 cm vaguely follicular dusky tan-pink fibrocapsular structure. A discrete lesion of mass is not grossly identified. A representative sampling is submitted in a. Microscopic description: microscopic sections examined; see final diagnosis. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Operative report. Surgeon: (B)(6), md. Preoperative diagnosis: multiple recurrent ventral incisional hernias. Postoperative diagnosis: multiple recurrent ventral incisional hernias. Procedures performed: repair of multiply recurrent ventral incisional hernias with excision of exiting mesh, component separation, underlay mesh. Anesthesia: general. Findings: multiple recurrent hernias and pieces of mesh pulling away from the edges of the incisions. Specimen: all the scar and mesh pieces. Estimate blood loss: minimal. Complications: none. Drains: two #19 blake drains in the subcutaneous tissues. Condition: good to the pacu. Description of procedure: ¿with the patient supine and suitably anesthetized, the abdomen was prepared with duraprep and draped as sterile field. The previous old incision was excised. The peritoneal cavity was entered with difficulty just above and just below the 2 separate pieces of mesh. Multiple loops of small bowel were stuck to the mesh in various places and had to be carefully dissected free. Once this was accomplished, I was able to excise all the mesh. There was also another hernia in a left transverse incision, which required taking that down completely and separating the skin from that as well. Very large skin flaps were elevated circumferentially. I then performed a component separation, incising the external oblique fascia right as it tried to join up with the rectus sheath. I dissected it on both sides. I was a little bit ginger [sic] where the transverse incision was. That defect in the transverse muscles at the left side of the abdomen was closed with interrupted ¿ ethibond sutures. A piece of 12 x 12 soft mesh made by davol was placed and secured around the edges with pds sutures. This was done on the inside. The midline fascia was brought back together again with interrupted 0 ethibond sutures. The 19 blake drains were brought out through the upper portion of each side, and these were both secured with silk sutures. The subcutaneous tissues were then reapproximated with vicryl, and the skin was closed with subcuticular monocryl followed by dermabond. At the termination of the procedure, all counts were correct. The patient tolerated this well and was brought to the pacu in satisfactory condition. ¿ (B)(6) 2015: (B)(6) hospital. Implant record. Mesh hern sft. Bard davol. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Pathology report. Accession: s15-6863. Clinical history: ventral hernia. Final pathologic diagnosis: soft tissue, mesh, removal: fibroadipose tissue with embedded mesh and foreign body giant cell reaction. Skeletal muscle with focal atrophy. Gross description: specimen #1 (ad 6863), received fresh labeled with the patient¿s name and mesh, consists of a 10.5 x 9.0 x 3.0 cm aggregate of synthetic mesh material embedded within a moderate amount of dense fibrous tissue and fibrofatty soft tissue. A representative sampling of the soft tissues is submitted in 1a. Microscopic description: microscopic sections examined; see final diagnosis. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: laparoscopic converted to open recurrent incisional hernia repair with mesh. Assisting surgeon: (B)(6) j. (B)(6), md. Indication for operation: the patient is a 49-year-old female who has had 6 to 7 previous open incisional hernia repairs, who had a repair about 4-5 months ago by dr. Parker, with open component separations, with an underlay intraperitoneal mesh noncoated with bard soft mesh. She has a recurrence lateral to the mesh in the abdominal wall, and is needing hernia repair. Due to the complex nature of her abdominal cavity, multiple operations and complex decision making, my assistance (B)(6) was necessary. Description of procedure: ¿the patient was met in the preop holding area. The h and p was updated. Consent was signed. All risks and benefits were explained to the patient prior to the start of the operation. She was taken back to the operating room. She was lying in a supine position. The abdomen was prepped and draped in standard sterile fashion. Antibiotics were given. Scds were on lower extremities. Foley catheter was inserted. We started the operation by making a 5 mm incision into the left upper quadrant cavity, inserting the visiport trocar into the intra-abdominal quadrant cavity, we found that there were diffuse adhesions to the abdominal wall. We could not see really the abdominal wall in any portion due to the intestines and omentum stuck to the entirety of the abdominal wall. We did find a small open window in the right upper quadrant. We placed a 5 mm trocar into that site under direct visualization. We were able to visualize the hernia defect in the right lower quadrant. The patient was complaining of a bulge in the left upper quadrant, but did not see any hernia defect there. Due to the diffuse nature of the adhesions and the bowel being fused to the mesh, we decided to perform an open repair with onlay mesh to close the hernia. We then made an incision over top of the hernia down in the right lower quadrant, dissecting through the hernia sac into the intraperitoneal cavity. We then dissected circumferentially around the hernia sac and subcutaneous tissue, removing the hernia sac. We could see the fascial edges clearly. The lateral fascial edges were freed from adhesions, and the medial portion of the hernia edges had some omental and bowel stuck to the under portion of the mesh. We dissected free some of the small bowel from the underside of the mesh, enough to be able to close it primarily. We did not have enough intraperitoneal area to place an underlay mesh or coated mesh into the intra-abdominal cavity due to the diffuse nature of the adhesions, so we decided that we would need to put an onlay mesh on top of the fascia. We then had freed up enough area to be able to close the fascia. We then closed the fascia using multiple interrupted #1 prolene sutures in an interrupted figure-of-eight fashion. We then had the fascia completely closed. We washed out the wound with saline irrigation with bacitracin, and then placed a 15 x 10 cm elliptical mesh on top of the fascia and sutured it circumferentially with running suture of 0 prolene around the mesh to secure it to the abdominal wall. The mesh was in place, we washed out the wound again with more saline irrigation with bacitracin, then closed the deep subcutaneous layer with running 2-0 vicryl, and then closed the deep dermal layer with multiple interrupted 3-0 vicryl sutures, closed the skin with a running 4-0 monocryl, closed the trocar sites with a 4-0 monocryl as well, and dermabond to complete the operation. Dr. Lee was present and scrubbed during the entire operation.¿ counts were correct. Complications: none. (B)(6) 2015: (B)(6) hospital. Implant record. Mesh hern sft bard. Bard davol. (B)(6) 2015: (B)(6)hospital. (B)(6), md. Pathology report. Accession: s15-12643. Clinical history: recurrent ventral hernia. Final pathologic diagnosis: hernia sac, herniorrhaphy: benign fibrovascular and adipose tissue consistent with hernia sac. Gross description: specimen (jr 12643) #1, received fresh labeled with the patient¿s name and hernia sac, consists of a 12.0 cm in greatest dimension saccular portion of tan-pink fibromembranous soft tissue with a mild amount of attached yellow lobulated adipose tissue. Sectioning reveals no discrete masses, lesions or grossly enlarged lymph nodes. Representative sections are submitted in 1a. Microscopic description: microscopic sections examined; see final diagnosis. Records span (B)(6) 2011 to (B)(6) 2015 it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated investigation conclusions; h6: health effect impact code: f1903: device explantation; h6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received, over the course of the investigation and reported by gore in the previously, submitted medical record narratives, the following conclusions have been reached. As previously reported, all pertinent medical records requested, may not have been received. In the absence of additional information or medical records from the complainant. This event file will be closed with the information provided. Previous patient codes were reported, based on the original complaint. And are no longer applicable and/or not reportable per gore¿s investigation. It should be noted, that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿. The instructions for use further state: ¿for best results, use monofilament sutures. Suture size should be determined, by surgeon preference and the nature of the reconstruction¿. Medical records, that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur, but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include, but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination, which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation. Therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified, that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc., lot number:# 9650936. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately, 800 micrograms, per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately, 1600 micrograms, per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields, indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2012 whereby gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: adhesions, migration, lack of incorporation and removal. Additional event specific information was not provided.